Event description:
It was reported that during a low anterior resection procedure, the staples were unformed at the central part of staple line. Additional suturing was performed. No patient consequence. One device will be returned.